Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown size 5 x 10 nrg insert. Additional information has been requested and if received will be submitted in a follow up report upon completion of the investigation. Not returned.

Event description:
It was reported that the patients' left knee was revised due to instability.